Event description:
Information received indicates pre-op cath and echo revealed rvot stenosis. Product inspection at removal noted the conduit was otherwise normal (no insufficiency, no distal stenosis), with no abnormalities of the product leaflets or wall seen, and no visible device calcification present. Device was replaced with another conduit with no additional pt complication reported.